Event description:
It was reported that the device had a failed downstream occlusion (dso) test. The event occurred during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. For preventative maintenance the lcd lens, uso seal, dso seal, air detector, optic switch, grey keypad overlay, and 2120 were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.